Manufacturer narrative:
Concomitant products continued: product ID: 6947-65 lead, implanted: unk; product ID: 4194-88 lead, implanted: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was artifact on the atrial electrogram. The atrial lead remains in use. No patient complications have been reported as a result of this event.